Event description:
The patient received four cypher stents, two in the proximal rca, one in the mid rca, and one in the distal rca. Approximately nine months later, restenosis was noted in all four stents. Patient was treated with balloon angioplasty and CABG.